Event description:
Implant was sinking into mandibular bone. Patient was suffering from pain and paresthesia from the implant. Product may have been defective or/and improperly placed. Dates of use: 2006/early 2007. Please see add'l scanned page.